Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedance measurements, resulting in a lead safety switch from bipolar to unipolar configuration. The configuration was programmed back to bipolar however an out of range measurement was again observed. In unipolar, oversensing of noise was observed resulting in the patient feeling dizzy. The configuration was again programmed back to bipolar. Programming options were discussed and a lead revision was being considered when the patient undergoes routine device change out. Subsequently, the device was changed out due to routine change out. This lead remains in service, programmed to bipolar configuration with acceptable measurements observed.